Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He removed the batter and now the buttons weren't responding and it kept beeping. Customer stated she was at the beach with the device and he fell into the water with the device about two days prior to the alarm occurring. Customer stated he will have his parents call back to get the device replaced. The device is not returning for analysis.